Event description:
Civco was notified that a type-s head extension joints unstuck when the patient's body was on the couch at the head extension when the patient fell and was injured on the elbow. Patient discomfort but no serious outcome was attributed to adverse event.

Manufacturer narrative:
The device was designed with epoxy holding together the supports for the device. The strength of the epoxy can decrease when subjected to impact loads caused by collisions or improper handling. The device had impact markers possible from previous improper handling. Over time the strength can decrease enough for failure to occur. Additional information about use of product during failure or details about injuries were not known by distributor. Patient information was not provided by the distributor. Instructions for use describes and diagrams correct repositioning process of patient/clinician. Instructions for use indicates to inspect for damage/wear prior to use and not to use a damaged device. Adverse event occurred in another country. Additional contact information was not available.